Event description:
It was reported that during implant attempt, the helix would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that there was blood in/on the helix/lobe mechanism, turns to extend/retract helix exceeds specification and the lead appeared to have been damaged at implant. Analyst visual comment: turns exceed specification because helix was bent.